Event description:
Pt is an (B)(6) female who on (B)(6), 2011 underwent a transapical transcatheter aortic valve implantation. During the procedure an air embolus was noted in the aorta. Pt immediately experienced a cardiac arrest requiring emergent cardiopulmonary resuscitation. A head CT scan following this event confirmed significant brain injury with herniation. Hyperbaric and hyperthermia therapy was initiated. After further neurological evaluation, the pt was deemed to have irreversible brain injury. Care was withdrawn per family's request. Pt expired on (B)(6), 2011. On the evening of (B)(6), 2011, medrad service technician (B)(6) inspected the power injector and also in attendance was (B)(6) (hup clinical engineering technician). Per medrad service report, no mechanical dysfunction was identified.